Manufacturer narrative:
Sections with additional information as of 04-feb-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: (B)(6): passed open expiration date.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note 1: manufacturer contacted customer in a follow-up call on 04-dec-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 08-dec-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo and low blood glucose test results. The customer called concerned with test results from results obtained of lo, 28, 33, 28 and 41 mg/dl. The customer does not know her expected blood glucose test result range. Customer was feeling thirsty; medical attention was not needed at the time of the call. Per the customer, this symptom started a little more than a month ago (after she got meter). Customer stated that she will let the doctor know when she has her next checkup appointment (unknown date). During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2026 and per the customer the open vial date is 06/2025 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: lo , date: (B)(6), time: 11:29am fasting , result 2: 28 mg/dl , date: (B)(6), time: 2:29am fasting , result 3: 33 mg/dl , date: (B)(6), time: 9:00am fasting , result 4: 28 mg/dl , date:(B)(6), time: 9:10am fasting , result 5: 41 mg/dl , date: (B)(6), time: 8:25am fasting.